Event description:
Telemetry issues were initially reported by the healthcare provider (hcp) on (B)(6) 2012. It was stated that the last time they tried to interrogate the pump, they had telemetry issues and changing locations resolved the problem. A flipping pump was later reported. It was stated that pump was prepped and draped; needle was inserted and was only hitting metal, the pump protruded out. A revision was done on (B)(6) 2012; patient recovered without sequel. Drug delivered via the device was hydromorphone.

Event description:
Additional information received on (B)(6) 2012 reported that the event occurred during a refill. It was noted that the pump was ¿very visible.¿ the health care professional tried changing rooms, but the telemetry was still ¿not working.¿ it was suspected that the pump might have moved. The pump was ¿kind of hangs out and the health care professional tried pushing it to keep it straight,¿ but the telemetry was still ¿not working.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk; programmer model: 8840, serial #: unk. (B)(4).